Event description:
Initial info received from a consumer on (B)(6) 2012: a (B)(6) female consumer initiated poly-l-lactic acid (sculptra) (lot# and exp date unk) once every three weeks as a cosmetic filler, about three to four yrs ago. She had bruising back then but it went away. She had another series of treatments in either 2009 or 2010, and it left some blue lines across her cheeks. She described it as a dark blue line that shows up really bright at night. She tried photofacial and restulin (nos) to make blue line fade a little bit but it did not help. Medical history included plastic surgery for the past 10 yrs and surgery for bridge of nose, despo and botox. No further relevant info provided.